Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that the hamilton-t1 ventilator screen went black during patient transport to a CT (computed tomography) scan. The hamilton-t1 screen turned back on but frozen, displaying the note ¿safe ventilation.¿ the patient was disconnected from the device and manually ventilated using a bag-valve mask (bvm). No patient, user, or third-party harm was reported. The investigation to verify the allegation is ongoing.